Event description:
It was reported that during a laparoscopy procedure, the small round inner seal fell into the pt's peritoneal cavity. The device was retrieved by the surgeon. Another device was used to complete the procedure. There was no pt consequence, no time delays reported and 1 device is being returned.